Event description:
Reportedly, during the implantation procedure, pacing inhibition due to the use of electrosurgery was observed. The electrosurgery was switched off afterwards but the pacing inhibition still observed for a few seconds. Note that the patient is pacemaker-dependent.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.